Event description:
There was an allegation of a questionable bicarbonate liquid result from the cobas pure c 303 analytical unit. The initial result was 10.3 mmol/l, and the repeat result was 22.9 mmol/l.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The field service engineer performed a piercer modification, which includes all reagent probe adjustments, checked the rinse station and its operation, and replaced the sample probe. Precision testing and hardware checks were acceptable. The investigation is ongoing.